Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient had a chpv implanted set at 110. Did great with his nph symptoms. Developed diplopia, had a subdural. The physician dialed shunt up to 200. Verified with x-ray. Subdural went to half the size. Now, a few weeks later, it has doubled to slightly bigger than before. New x-ray still confirms shunt set at 200. Doctor will be explanting the valve, and would like to have the shunt tested to see if the settings are within specifications and that the shunt was working properly. Doctor is not sure if the device caused the problem

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 30 mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed. The valve was flushed, no occlusions were found. The valve then passed leak, and reflux testing. The siphonguard was tested and passed. The valve was then pressure tested and passed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of the investigation, the device functioned as intended. No failure was observed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.